Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 to 60 mg/dl and blood glucose level was 297 mg/dl at the time of the incident. The customer was sick with a virus. The customer was treated for high blood glucose with boluses and low blood glucose with a portion of rice milk. Customer will not return device for analysis.